Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-03984 related manufacturer reference number 3006705815-2023-05227 it was reported that patient experienced an infection at lead and ipg sites. Patient was treated with antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue.